Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms. In addition, an atrial tachy response (atr) event was recorded due to noise and the minute ventilation (mv) sensor activated. Technical services (ts) was contacted and recommended following up with the physician. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms. In addition, an atrial tachy response (atr) event was recorded due to noise and the minute ventilation (mv) sensor activated. Technical services (ts) was contacted and recommended following up with the physician. This ra lead remains in service. No adverse patient effects were reported. Additional information received detailed a scan was made and a fracture was noticed. Therefore, this device was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.